Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the hospital for a cryo procedure to treat atrial fibrillation. Before the procedure began it was noted that the atrial lead had dislodged. The physician elected to remove the atrial lead using a laser extractor, and a new atrial lead was implanted. The procedure was completed successfully without adverse consequence to the patient. The patient was reported to be in good condition.